Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-16048. The pt has a pns sys for an off-label indication. It was reported the pt is concerned her ipg has migrated because she feels pain when she sits down. The pt also reported she had not recharged since (B)(6) 2013, although it is undetermined if her ipg is currently functional. In addition, she stated she experienced pocket heating when charging. No further info is available at this time. On (B)(4) 2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.